Manufacturer narrative:
(B)(4). The devices have been rec'd, but the investigation has not yet begun. A f/u report will be submitted once the devices have been evaluated.

Event description:
Customer reports a pt was getting an inotropic infusion after a cardiac surgery using alaris pump. After two hours of normal operation, the pump suddenly stopped functioning and a "communication error" message was displayed. The pump was reset but this happened again after 5 minutes of operation. The event did not reach the pt because of active recovery efforts by caregivers. The pump was taken out of svc.